Event description:
The 2 breast implants were implanted on (B)(6) 2008. Since then, all was fine, they have remained intact. Yesterday, (B)(6) 2016, pt was diagnosed with anaplastic large cell lymphoma (alcl) caused by the 2 implants. She is scheduled to meet with her doctor today to plan for the explanting of the devices.